Manufacturer narrative:
(B)(4). The complaint rt265 infant dual heated evaqua2 breathing circuit was not returned to fisher and paykel healthcare in (B)(4) for evaluation. Despite requests for the return of the rt265 breathing circuit the device will not be returning for investigation. Therefore, our investigation is based on the event description, previous investigation of similar complaints and our knowledge of the product. The hospital reported that an rt265 infant dual heated evaqua2 breathing circuit was setup for hfo ventilation with a leoni ventilator. The rt265 breathing circuit passed the initial ventilator leak tests and was reported to have leaked after approximately 25 hours. Additional information received stated that "the pressure line or the rt is loose at the y piece" and this caused a leakage alarm. Without the return of the complaint device we are unable to determine what may have caused the problem experienced by the customer. All rt265 breathing circuits are pressure tested before leaving the production line and those that fail are discarded. The hospital has confirmed that the subject breathing circuit was in use for approximately 25 hours before a leak was observed, which indicates that the circuit became damaged during use. The user instructions that accompany the rt265 infant dual heated evaqua2 breathing circuit state the following: "check all connections are tight before use." "Perform a pressure and leak test on the breathing system and check for occlusion before connecting to a patient." "Set appropriate ventilator alarms."

Event description:
A hospital in (B)(6) reported to a fisher & paykel healthcare field representative that an rt265 infant dual-heated evaqua2 breathing circuit leaked during use. No patient consequence was reported.